Event description:
Patient reported, the patient's lap-band system was explanted without replacement due to an alleged "erosion". The patient reported vomiting after every meal and through out the day. An x-ray with a barium swallow was performed twice with results reported as "ok". The physician performed a "scope" test, which "clearly showed erosion." A biopsy was taken "with results of bacteria" which is treated with a prevpack. Health professional reported, the lap-band device was explanted. Follow up findings: health professional reported, the physician believes the patient's vomiting is not related to the device. The reporter did not have any additional information regarding the patient's report of treatment and reported that the patient did not have an infection. An esophagogastroduodenoscopy (egd) was conducted that confirmed the erosion.

Manufacturer narrative:
The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Device labeling addresses the possible outcome of erosion as follows: "caution: the band should not be sutured to the stomach. Suturing the band directly to the stomach may result in erosion."